Manufacturer narrative:
(B)(4). This report is for the second in a series of two consecutive product issues occurring with the same patient. The initial event was reported under MDR # 3006425876-2015-00290. No sample is expected to be returned for evaluation.

Event description:
It was reported a second kit was being inserted into the right internal jugular of a patient undergoing colon reconstruction in the anesthesia-op. During insertion the clinician was advancing the dilator over the guide wire and noted that the tip of the dilator was deformed and torn. As a result, a new set from a different lot number was used to complete the procedure. There was no delay in treatment and no patient death or complications reported.